Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2016-01862 and # 3005099803-2016-01861 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2016 that two ultraflex tracheobronchial stents were to be used to treat a stricture in the right main bronchus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the physician started deploying the first stent (manufacturer report # 3005099803-2016-01862) when the catheter bowed and the stent suture broke. The partially deployed stent was removed from the patient. Another ultraflex tracheobronchial stent (manufacturer report # 3005099803-2016-01861) was used; however the same issue occurred with the second stent. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
An ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed and the deployment suture was intact. A visual and tactile examination found that the shaft was kinked near the distal end of the device. The damage identified during the product analysis is consistent with the application of excessive force to the delivery system. Functional analysis found that the shaft bowed during a failed deployment attempt. It was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2016-01862 and # 3005099803-2016-01861 for the other associated device information. It was reported to boston scientific corporation on (B)(4) 2016 that two ultraflex tracheobronchial stents were to be used to treat a stricture in the right main bronchus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the physician started deploying the first stent (manufacturer report # 3005099803-2016-01862) when the catheter bowed and the stent suture broke. The partially deployed stent was removed from the patient. Another ultraflex tracheobronchial stent (manufacturer report # 3005099803-2016-01861) was used; however the same issue occurred with the second stent. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.